Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer was unable to exit the preparing to prime loop. The customer received drops but no numbers. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.